Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 7:08pm. The patient stated that she obtained results of "240 and 211 mg/dl" using the subject meter compared to feelings/normal results. The patient manages her diabetes without diabetes medications. The patient stated that she took orange juice and crackers on (B)(6) 2015 at 7:15pm in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "nausea and sweating" on (B)(6) 2015 at 7:08pm after the alleged inaccuracy began; however medical treatment was not received. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient performed a walk-through control solution test and the result was not in range and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms suggestive of a severe low blood glucose excursion after the alleged inaccuracy began. The symptom of "sweating" does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.